Event description:
During the procedure, the endo gia ultra universal standard would not close. A field technical report was completed and submitted to the manufacturer. The device will be returned for a failure analysis.